Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review the manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ankle fix plus ti-plate, standard, left on a unknown date and the patient underwent revision surgery on (B)(6) 2017 due to breakage of the plate.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: the ankle fix plus plate was implanted on an unknown date and on (B)(6) 2017, the patient underwent revision surgery as the plate has fractured. It was reported that the fracture occurred after fusion of the bone. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Devices analysis: visual examination: the broken plate and fifteen screws were returned for investigation. The breakage of the plate occurred through three bore holes. The fracture surfaces are highly damaged and polished areas are visible. The threads in the area of the fracture surface of the proximal part are destroyed. It is unclear when and how these surface damages occurred. Therefore, a meaningful analysis of the fracture pattern cannot be done. Multiple heavy scratches can be found on the plate surface. Eleven screws out of 15 are locking screws. Two of the screws are fractured. Review of product documentation: device purpose: this device is intended for treatment. Instruction for use: the packaging insert has been reviewed. It is described that as a general rule, indications and contraindications for the use of these components may be relative or absolute and must be carefully weighed, taking the overall condition of the patient into account including other alternative procedures. The contraindications are listed, which are for example serious damage to the bone structure, as well as degenerative disease processes that may interfere with the healing process. A possible implant breakage are listed as adverse events. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion summary : the ankle fix plus plate was implanted on an unknown date and on (B)(6) 2017, the patient underwent revision surgery as the plate has fractured. Based on the visual examination, the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). No x-rays or surgical reports have been provided. It remains unknown how long the plate has been implanted. As no x-rays have been returned, it cannot be confirmed that the bone fusion took place and it remains unknown whether the implant position has been correct. Moreover, patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. The postoperative instructions given to the patient regarding partial or full weight bearing are unknown and it is also unknown if the patient was compliant. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-00024.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: implant fracture. Event summary: the ankle fix plus plate was implanted on an unknown date and on (B)(6) 2017, the patient underwent revision surgery as the plate has fractured. It was reported that the fracture occurred after fusion of the bone. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation instruction for use: as the lot number of the implants is unkown, it cannot be determined whether the normed IFU has been the packaging insert. In the normed IFU it is described that as a general rule, indications and contraindications for the use of these components may be relative or absolute and must be carefully weighed, taking the overall condition of the patient into account including other alternative procedures. In zhe ifus the contraindications are listed, whîch are for example "serious damage to the bone structure, as well as degenerative disease processes that may interfere with the healing process". A possible implant breakage is listed as adverse events. Root cause analysis root cause determination usingrmw: plate breakage due to lack of adequate strength not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of screws due to lack of adequate strength not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of plates and screws due to inadequate design for intended performance of device not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to explanted implant is used for new implantation surgery. Possible, as it cannot be ecxluded based on the available information. Adverse reactions, and/or structural integrity, insufficient durability, breakage of implants due to misinterpretation or disregard of indication, contraindication patient´s congenital drawback or other anomalies and precaution of use of device possible, as it is unknown whether the patient followed the post op instructions given to the patient. And moreover, no x-rays have been received which would show whether the indications have been met. Conclusion summary: the ankle fix plus plate was implanted on an unknown date and on (B)(6) 2017, the patient underwent revision surgery as the plate has fractured. The products have not been returned for an investigation. Moreover, no x-rays or surgical reports have been provided. It remains unknown how long the plate has been implanted. As no x-rays have been returned, it cannot be confirmed that the bone fusion took place and it remains unknown whether the implant position has been correct. Moreover, patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. The postoperative instructions given to the patient regarding partial or full weight bearing are unknown and it is also unknown if the patient was compliant. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).